Manufacturer narrative:
Device evaluated by MFR.: a watchman flx implant was returned without the delivery system. The implant frame, struts, anchors and fabric were visually and microscopically inspected. Inspection of the device revealed the implant struts were broken which is consistent with damage that can occur from explanting the device. There was no other damage or defect found. Product analysis could not confirm the reported events as clinical circumstances could not be replicated.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The closure device was positioned in the appendage and was noted to be getting caught on the limbus. The physician began to apply counter clock movements to navigate into the ostium and appendage. During a recapture attempt, the closure device came loose from the core wire and embolized into the left atrium becoming caught in the mitral valve leaflets. It was noted that the counter clock movements to the sheath were also occurring to the deployment knob which caused the device to become loose from the core wire and therefore detached during the recapture. Despite multiple efforts to retrieve the closure device, the decision was made to take the patient to the operating room (or) as pushing or pulling the device could cause damage to the mitral valve. The patient was taken to surgery where the closure device was successfully removed without any damage noted to the mitral valve or leaflets and an atrial clip was completed to treat the laa. There were no further patient complications reported and the patient was discharged from the hospital.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The closure device was positioned in the appendage and was noted to be getting caught on the limbus. The physician began to apply counter clock movements to navigate into the ostium and appendage. During a recapture attempt, the closure device came loose from the core wire and embolized into the left atrium becoming caught in the mitral valve leaflets. It was noted that that the counter clock movements to the sheath were also occurring to the deployment knob which caused the device to become loose from the core wire and therefore detached during the recapture. Despite multiple efforts to retrieve the closure device, the decision was made to take the patient to the operating room (or) as pushing or pulling the device could cause damage to the mitral valve. The patient was taken to surgery where the closure device was successfully removed without any damage noted to the mitral valve or leaflets and an atrial clip was completed to treat the laa. There were no further patient complications reported and the patient was discharged from the hospital.